Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a low blood glucose event with a nadir of 70 mg/dl, during which the ilet alerted to the low and the caregiver administered 4 ounces of orange juice, after which glucose rose to 83 mg/dl and stabilized. Symptoms included feeling okay without noted hypoglycemic manifestations. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included troubleshooting and education with the caregiver. Investigation of this case revealed that the cause of the hypoglycemia was unclear, without evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.